Event description:
After pipetting an htlv I/ii plate on summit it was observed that no sample was dispensed into wells a6, c6, d6, and f6. No error was generated. No death or serious injury was assoicated with this incident.